Manufacturer narrative:
Intuitive has received the 8mm cadiere forceps instrument and completed investigations. Failure analysis investigations confirmed the customer reported complaint "bit missing on the cadiere". The primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.648" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was a piece missing from the 8mm cadiere forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there was no report of a fragment falling into the patient.